Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was observed to have a chip on tip of the scissors. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the observed chip was located at the distal end and was identified after the reprocessing process of the instrument. There was no patient injury as a result of the issue.